Event description:
It was reported that after a total coloproctectomy, the circular blade on the device did not activate and the staples were malformed. The anastomosis was completed with another device. A positive air test was found so an ileostomy was done. The pt had to stay in the hosp for thirteen days.